Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the device's display flashed black and white constantly with an alarm; however, there was no text on the display. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and received with operating currents within specifications. The insulin pump was monitored for 24 hours and no unexpected blank, white flashing display or unexpected audio beep anomalies were noted. The insulin pump had minor scratched lcd window and case.